Manufacturer narrative:
One volume view manifold was received by our product evaluation laboratory for a full examination. The report of manifold broken was confirmed. The luer connection for central venous catheter of volume view manifold had been completely broken off. Broken male luer was not returned. The cross surface of broken luer was rough and uneven. No other visible damage was observed from manifold. The lot number for this device was not supplied; therefore, the related manufacturing records were unable to be reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during the mobilization in bed for a treatment of an acute right subdural hematoma, the thermistor manifold broke. Bleeding was noted but quantity of blood loss is known. Bed sheets and equipment were replaced. It is unknown if any additional therapy was needed due to the blood loss. The patient was hemodynamically unstable but it could not be confirmed to be totally related to the thermistor breakage. The thermistor manifold was changed out to continue to monitor the patient. Patient remains hospitalized for aortic mechanical valve endocarditis. This device was available for evaluation.

Manufacturer narrative:
Upon further review, investigation code was updated in order to better reflect the nature of the finding.

Event description:
As reported, during the mobilization in bed for a treatment of an acute right subdural hematoma, the thermistor manifold broke. Bleeding was noted but quantity of blood loss is unknown. Bed sheets and equipment were replaced. It is unknown if any additional therapy was needed due to the blood loss. The patient was hemodynamically unstable but it could not be confirmed to be totally related to the thermistor breakage. The thermistor manifold was changed out to continue to monitor the patient. Patient remains hospitalized for aortic mechanical valve endocarditis. This device was available for evaluation.

Manufacturer narrative:
Event description was corrected. The sentence "bleeding was noted but quantity of blood loss is known" was updated to "bleeding was noted but quantity of blood loss is unknown."

Manufacturer narrative:
A product risk assessment was performed and a subsequent CAPA was initiated to investigate the issue. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.